Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly explanted due to infection and inflammation. The recipient has recovered. No further treatment details will be provided. Legal proceedings have prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient reportedly experienced an intolerance to the device. Advanced bionics is in the process of gathering further information. Once additional information is received a supplemental report will be submitted.